Event description:
Info as received that reported an overinfusion of 5fu. Reportedly the pt was to receive 100ml over 46 hours and it was alleged that the infusion concluded in 32 hours. It was reported that there was no harm or sequelae to the pt. The device should be returned for eval, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.